Event description:
My minimed paradigm 511 insulin pump failed apparently without my knowledge. A button was depressed and became stuck -stopping the pump. Minimed will not repair this pump. They will only sell new pumps. Minimed replaced my new pump when it failed with a refurbished pump. This happened another time so I had a total of 1 new and 2 refurbished pumps over the 4 yr warranty time. No add'l warranties were provided with the refurbished pumps. Problems - no add'l warranty with refurbished pump. Unable to repair a button on a pump. I contacted MFR for specific repair instructions with no reply. I don't understasnd how minimed can repair pumps and send them out to pts as replacements but cannot repair pumps for pts even when repair would be paid by pt. I now own an instrument that doesn't work.